Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was reported that the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient's fluid was clear and that they were recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.